Event description:
It was reported that the cockpit of the device went blank and had a burning type of smell. The ventilator was swapped out. There was no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the cockpit of the device went blank and had a burning type of smell. The ventilator was swapped out. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The device was examined at the dräger repair workshop, and the log file was secured for further investigation. The analysis of the log file could not verify the reported event. The examination at the dräger workshop revealed a failure of the pba pi-power due to a short circuit of the pato o2 sensor. The pato o2 sensor, the pba pi-power, the electrical energy unit, the battery pack and the pba syscon were replaced in the repair workshop to resolve the reported issue. The reported burning smell could no longer be traced. As a safety feature of the system, the safety software analyses and checks the proper functioning of the device. If the pba pi-power fails, the components are no longer supplied with the defined voltage. If the safety software detects a complete failure of the device, acoustic alarm signals are emitted to inform the user of the problem. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.